Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 1.5 months after the dental implant was installed in intraoral region #26 it was verified its nonosseointegration. Patient presented bone type ii and implant was immediately carried out.